Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient was currently in the hospital. They stated that their hospital stay was related to their dbs implant because it was due to both their dystonia and rsd flaring up. The patient confirmed that their dystonia started flaring up a couple weeks ago and their rsd was flaring up october 26th 2017. The patient noted that they also had a bad flare up 2 nights ago. The patient stated that they were doing well with physical therapy, but they had forgotten to recharge their battery. The patient stated their reason for calling was because they were unable to charge their ins battery because their insr did not connect with their ins. The patient confirmed they noticed the issue in the last 3 days. The caller reported poor communication. The patient stated they already tried repositioning the antenna and moving the dial on the insr antenna to get the insr to connect with the implant. The patient stated the last time they charged their device was 3 months ago. Overdischarge was reviewed. The patient was not able to communicate with other external devices. The patient was told to go to the hcp and bring their insr to address possible od. There were no further complications reported.